Manufacturer narrative:
This event occurred in (B)(6). Aspiration errors were observed on the alarm trace data. The customer uses a clotting time of 20 minutes; this time should not be shorter than 30 minutes. The customer centrifuges the samples for only 5 minutes at a high speed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 6 patient samples tested for sodium (na) on a cobas 8000 ise module. Patient 1 initial result was 151 mmol/l. The repeat was 137 mmol/l. Patient 2 (female, date of birth (B)(6)) initial result was 124.7 mmol/l. The repeat results were 140.9 and 141 mmol/l. The na result from an unspecified blood gas analyzer was 142 mmol/l. Patient 3 initial result was 151 mmol/l. The repeat was 142 mmol/l. Patient 4 initial result was 156 mmol/l. The repeat was 139 mmol/l. Patient 5 initial result was 152 mmol/l. The repeat was 142 mmol/l. Patient 6 initial result was 161 mmol/l. The repeat was 143 mmol/l. The initial result for patient 2 was reported outside of the laboratory and flagged by the clinician. The patient's report was amended following repeat testing. It is not clear if any other questionable results were reported outside of the laboratory. The na cartridge lot number and expiration date were not provided.